Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of damage to the atrial channel, the output connector assembly was broken. Analysis further noted that an error was reported eight times in the log and therefore the main printed circuit board was being replaced as a preventive, that the red and white display wires were pinched and that the insulation of the red one was compromised, the hanger assembly and the hanger screw were contaminated, the encoder switch assembly was damaged and that the device was in need of the new battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had damage to the atrial channel. The external pulse generator has been returned for repair. There was no patient involvement.